Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to hospital with atrial fibrillation with rapid ventricular response. The right atrial (ra) lead exhibited high and undefined impedance. The ra lead remains in use. No further patient complications have been reported as a result of this event.